Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) and concurrently with engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The dilator was not received. The trocar assembly was not received. The anchoring device was received. The seal in the anchoring device was disengaged. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend. Replication of the reported condition was due to incorrect assembly of the spring grip. A process enhancement has been implemented. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the reducor gasket was undone and could not be used. It was in that condition upon opening the trocar. No patient involved. The device will be return for investigation.